Event description:
Dexcom g7 adhesive caused a major reaction/irritation on my son, was told to use allergy medicine by the doctor since it was an "allergic reaction" it is not an allergic reaction! It is a chemical reaction! Along with the fact that the sensor does not last longer than two days out of the 10 days guaranteed!